Manufacturer narrative:
Two samples model 2426-0007 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water and a short infusion was performed. No air in line was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following: today in the outpatient infusion dept, IV tubing was primed and inserted into the channel. It was alarming "checking line." After troubleshooting, rn tried inserting into a different channel and alarm read. "Air in line." Able to manually drip fluid through tubing, but it would not function in any channel/pump/ this is the 7th occurrence over the past week. 1 occurrence of this type. Rn discarded tubing and obtained new tubing in which it worked.